Event description:
It was reported that the caregiver observed an on-screen message indicating dosing stopped with instructions to connect continuous glucose monitor (cgm) or enter data, and an alarm on the device stated replace sensor now; the caregiver was guided to insert a new cgm sensor and provided a pairing code. Symptoms included no reported adverse clinical effects. Outcomes included restoration of therapy guidance after sensor replacement. Customer care provided support that included customer communication and in-call troubleshooting and education focused on alarm interpretation, cgm sensor replacement, and resumption of dosing. Investigation of this case revealed that dosing halted due to an expired or nonfunctional cgm sensor, which triggered the replace sensor alarm and required sensor replacement and pairing to resume automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was user not understanding dosing had stopped secondary to cgm sensor end-of-life, with device performance consistent with design.

Manufacturer narrative:
Initial.